Manufacturer narrative:
Even if no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: siroforce no. (B)(4). Provided accessories: measurement cable lip-clip. Charging unit (30120-0100984). Micromotor with cable (gmr2190377). Foot control (196111). Diagnosis: (h:9:25:53, s:41, f:15). Measurement cable: lip clip loose connection. Needed service for repair: v041177000516 vdw.gold lip clip cable 1.000, sf1 service fee 1 1.000. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a vdw.gold reciproc giving incorrect measurements. The outcome of this event is unknown as of this MDR.